Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that part of the homechoice cassette was peeling off. This occurred before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: one actual sample was received for evaluation. A visual inspection, with the naked eye, was performed which found the cassette sheeting detached. An underwater pressure test was performed which revealed a leak at the sheeting detach location. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to poor welding of the cassette during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.